Manufacturer narrative:
Evaluation summary: (B)(4): the lead was returned and analyzed and the stylet was stuck in the lead distal coil. It was also noted that all the conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and analysis indicated that the stylet was stuck in lead-distal coil. It was also noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was breached cut, and there was apparent explant damage.

Event description:
It was reported that when the doctor was trying to reposition the lead, because of an issue with the lead placement, the wire was unable to be advanced. There is a question if there is an object stuck in the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.